Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix and composix kugel hernia patch on (B)(6) 2003 and/or (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d3, d4, d.6a, g1, g3, g6, h2, h6, h7, h9 and h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix and composix kugel hernia patch on (B)(6) 2003 and/or (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with epigastric incisional hernia thereby underwent open repair with implant of composix kugel mesh (device 1). Per op notes, ¿an incision was made on the midline of the abdomen in the epigastric area. Two connected hernial sacs were identified. Adhesions were released and the abdominal contents were reduced. A composix kugel mesh (device 1) was placed inside the abdominal cavity underlying the hernial defect and secured to the anterior abdominal wall with sutures.¿ (B)(6) 2004 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of composix mesh (device 2). Per op notes, ¿an incision was made on either side of the abdominal wall scar and the scar was excised. A ventral hernia sac was identified on the inferior half of abdomen. The hernia sac was mobilized below the level of the fascia. Two more hernias inferior to the main hernia were noted and the bridges in between all three fascial defects were connected, creating one large fascial defect. A composix mesh (device 2) was placed in the preperitoneal space and secured with sutures.¿